Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Sample was visually inspected at a distance of 12" to 24" and under normal conditions of illumination. A piece of nitrile glove was found inside the product. A review of the manufacturing process was performed. No discrepancies were detected during visual inspection. No discrepancies were found during the inspection test. The reported issue was confirmed. The most probable root cause is that the production personnel did not detect foreign material or contamination during process inspection. UDI is unknown. Operator of device is unknown. Manufacturing site address is unknown. PMA/510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported before opening the package, the customer noticed a blue film-like substance was mixed up in it. No patient injury was reported.